Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met pre-release specifications.

Event description:
On (B)(6) 2019, a gore® excluder® aaa endoprosthesis "got stuck" on a lunderquist wire during advancement into patient. It was reported the device never made it into the patient. Upon removal the wire was removed with the device attached to it. It was replaced with an identical gore® excluder® aaa endoprosthesis with no issue to the patient.